Event description:
It was reported that the pacemaker was found to be in backup vvi mode. No patient condition or further information could be obtained.

Manufacturer narrative:
Further information was requested but not received.